Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is in the hospital due to the settings in her insulin pump being wrong. Customer stated that since fixing the settings, everything has been fine. Customer stated that it was not the pump's fault that the settings were wrong. Customer was assisted with programming the pump. Customer reported via phone call that over the past 2 years, it was like she was in a coma due to the setting being wrong in her pump. Customer does not remember the furthest hospital but the recent is (B)(6) 2016. Customer stated that she was in the emergency room with a blood glucose level of about 30 mg/dl. Customer stated that she was getting too much insulin through the basal rates, and she was wearing the pump at the time of the hospitalization.